Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device- 1 year and 6 months. Manufacturer's conclusion: the pump remains in use supporting the patient. A specific cause for the reported infection could not conclusively be determined. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with a driveline infection on (B)(6) 2018 and admitted to the hospital. At the time of the event, the patient¿s white blood cell count (x 10^9/l) 6.0. The patient was started on parenteral vancomycin. No additional information was provided.